Event description:
While the pt was in recovery it was noticed that the pacing system exhibited intermittent ventricular capture. The impedance was acceptable prior to closure and again after exteriorized pacing system. Physician chose to abandon further use of the adapter and lead. Adapter was to be returned to pacesetter for analysis.